Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed all functional tests. No motor error alarms noted during testing. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners and reservoir tube lip and with minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed for a motor error. The blood glucose reading was not given. Nothing further was reported.